Event description:
It was reported that there was a defective keypad issue. It also was noted that the device reported an error code 110.6021. There was no patient harm. It was reported that the issue was noted before patient use.

Event description:
It was reported that there was a defective keypad issue. It also was noted that the device reported an error code 110.6021. There was no patient harm. It was reported that the issue was noted before patient use.

Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The root cause has been determined to be an electrical failure ¿ design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known. H3 other text : no product returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint was confirmed. The root cause of this failure was identified.

Event description:
It was reported that there was a defective keypad issue. It was reported that the issue was noted before patient use.